Manufacturer narrative:
Five opened trocar cannula and hub assemblies were received for evaluation. The returned sample was inspected and was determined to have the following: set #1 a) conforming. Set #1 b & c) nonconforming (damaged septum). Set #2 a) nonconforming (damaged septum) and set #2 b) conforming. There were no lot numbers identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The root cause for the trocar leakage could not be determined from this complaint evaluation. Damaged septums can result in higher leak rates however, since the samples were opened the cause of the damage cannot be determined. An internal investigation has been opened to address reports of a similar nature. (B)(4).

Event description:
A surgeon reported leaky trocar valved cannulas during two separate vitreoretinal procedures. There was no patient harm. There are no additional details available.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).